Event description:
Complainant alleged that while defibrillating an (B)(6) female patient, an arc was heard from the associated electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.